Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of lead noise/artifact all stored non-sustained supraventricular tachycardia (nsvt) episodes, with short v-v interval oversensing, and a recent increase in rv lead threshold observed on lead trends. The rv lead remains in use. No patient complications have been reported as a result of this event.